Event description:
It was reported to sales from surgeon that an edwards annuloplasty ring has been explanted after an implant duration of one (1) month due to the sutures in the posterior section pulling out, causing regurgitation; the annuloplasty ring was explanted along with the patient's valve, then replaced with an edwards mitral bioprosthetic valve. Operative report indicates: "at operation the mitral ring had actually dehisced posterior from the annular tissue. The sutures were actually tied tightly within the ring but completely dehisced from the posterior aspect of the annulus. It was thought best to replace the valve and due to his advanced age, a tissue valve was chosen."

Manufacturer narrative:
(B)(4). Report of a ring explant due to sutures pulling out of the posterior section of the patient's annulus. When dehiscence occurs in the early post-operative period, it is typically a result of an inadequate valve repair in combination with friable myocardial tissue. Late dehiscence can occur as a result of successive dilatation of cardiac structures that result from progression of disease. In this case, review of the medical records indicates that this patient was found to have annular dilatation from left ventricular enlargement with no significant abnormalities of the leaflets or cords. The provided information and edwards investigation suggests this event is likely related to technique and patient factors. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. There has been no information to suggest a device malfunction or quality deficiency related to this event.